Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving a low scan of 100 md/dl on the sensor when compared to reading of 800 mg/dl obtained from an unspecified device. The customer experienced vomiting and a loss of consciousness due to high glucose result and was unable to self-treat. The emergency service was called and the customer was taken to the ER where they were admitted for 3 days and was treated with insulin (dose/type unknown) for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.